Event description:
Wire breakage in the chest and abdomen retrieved using foreign body retrieval device. Finally attempt to recanalization of the superior vena cava was unsuccessful. Attempt to "recannulize" the right subclavian vein to these superior vena cava was unsuccessful. Right upper extremity midline placement 20 cm length with the tip in the superior vena cava. Complications: procedure complicated by breakage of wire in the chest/abdomen subsequently retrieved using foreign body retrieval device via the right groin. Foreign body retrieval was uneventful, however, took a long time given the need to acquire the tools from the other areas of the hospital.